Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation port connection detached from the catheter. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The irrigation port connection detached from the end of the irrigation port on the catheter handle, and the device could not be used. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, flow testing, and microscope inspection. The strain relief/luer was found to be separated & the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and flower successfully. The flushing test was not possible because the strain relief/luer were separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in block d4 unique identifier (UDI) #.

Event description:
It was reported that the irrigation port connection detached from the catheter. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The irrigation port connection detached from the end of the irrigation port on the catheter handle, and the device could not be used. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.